Manufacturer narrative:
(B)(6) 2021.

Event description:
The customer reported that a ventilator was giving a beeping alarm and displaying a ''check ventilator light emitting diode (led) failure''. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
B4:28aug2021. The issue occurred during preventative maintenance in the biomed shop. This is prior to therapeutic application and presents no direct patient harm. This is not a reportable event. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The customer reported to have replaced the user interface (ui) printed circuit board assembly (pcba).